Event description:
It was reported that the atrial lead had high impedance and high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) tip electrode weld defective; the helix fracture was a ductile fracture indicating that a pulling force caused the helix to break off. This most likely occured at explant. It is not certain whether the weld being off center contributed to this event; full lead in segments analyzed.